Event description:
It was reported that the pump's alarm volume and vibration were too low. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. System check was being performed by tandem technical support (tts), however customer declined to complete the check. The customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.